Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). The rep reports that the patient (pt) has been seeing "settings not available" message on her remote for the past three weeks, and pt hasn't been able to increase her stim. Caller seeing oor message when doing programming with pt today so caller removed this electrode and created some other programming with electrodes that did not have oor indication to them. Caller unable to complete an electrode impedance measurement as pt feels intense pain down her arm when trying to measure impedances. Technical services (tss) suggested trying check connectivity, but this also caused the same symptoms and the impedance check was aborted. Pt does get stim in the same arm where the pain is occurring during impedance check. Rep reported the issue is resolved. Rep reprogramed around the electrode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.